Manufacturer narrative:
The insulin pump was received with corroded motor assembly. No traces of moisture were noted at electronic or keypad traces per visual inspection. The device had minor scratches on lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had moisture damage due to exercising. Customer noticed moisture under the display. No further information reported.